Event description:
New information received notes no programming changes were made as the sensitivity settings were already at the optimum range, there was no pacing inhibition so there was no need for changes. The plan was just to monitor the lead. The patient was fine, in stable condition with no issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that non physiologic signal deflections determined to be noise was observed on the atrial lead. The patient was to be brought into clinic for further testing.